Event description:
Pain [pain]. Aspirated some fluid [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date in (B)(6) 2012 (ten months ago), the pt initiated treatment with synvisc one (hylan g-f 20) injection, at a dose of 6 ml, once (route not provided). The lot number of synvisc-one was not provided. On unspecified dates in 2013, the pt experienced pain and the physician aspirated some fluid (joint effusion). On an unspecified date, (ten months after synvisc one administration) the pt received treatment with cortizone (hydrocortisone) injection for the events of pain and joint effusion. On an unspecified date, the pt recovered from the event of pain. The outcome for the event of aspirated some fluid was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc-one and both the events was not provided.

Manufacturer narrative:
Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.